Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing burning sensation. The patient underwent a revision procedure wherein the lead was relocated deeper in her back. The patient was reportedly doing well postoperatively.